Event description:
The hosp sent a report to FDA on (B)(6) 2009. Lemaitre received a report from FDA on 3/11/2009. The report from the FDA stated that the hospital had two complaints on two reddick cholangiogram catheters. The first catheter contained cracks. The second catheter had a hair wrapped around the balloon.

Manufacturer narrative:
An MDR decision tree for complaint reporting was reviewed and both device complaints are not considered to be reportable. Both complaint devices were evaluated by the hospital during the pre-use check. A pre-use check is a requirement in the IFU. The first device was inflated and hole was found in the balloon. The second device was inflated and a hair was found on the balloon. Neither non-conformity would get past the pre-use check. The devices were returned for evaluation. The first device, we were able to confirm a hole in the balloon. The second device, a hair was not seen on the balloon. The packaging had a piece of red lint, but no hair was found. The device history record was reviewed and all manufacturing and quality inspections were completed in accordance to the instructions. Please note that the hospital noted only one number. The hole in balloon complaint device's lot number is rst1156. Exp date: 2009-09. Mfg date: 2006-10. The root cause both complaints is unk. The operators and quality control on the production line for reddick catheters were made aware that a hair was found in the packaging.